Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned lead was thoroughly inspected and analyzed. The lead was returned with severed from terminal end approximately 175 milli meters. Induced damaged during explant. The allegations were confirmed by product analysis and basing on the field report which stated the right ventricular (rv) lead was only partially removed/cut as the tip of the lead remains implanted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection and vegetation on the lead. A revision was performed and the pacemaker, along with the right atrial (ra) lead and right rv lead were explanted. However, the rv lead was only partially removed as the tip of the lead remains implanted. No additional adverse patient effects were reported. The lead was returned.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection and vegetation on the lead. A revision was performed and the pacemaker, along with the right atrial (ra) lead and right rv lead were explanted. However, the rv lead was only partially removed as the tip of the lead remains implanted. No additional adverse patient effects were reported. The lead was returned.